Manufacturer narrative:
The pod was received not deployed. Investigation of the needle mechanism found the linkage assembly, specifically the linkage assembly tab, to be damaged, resulting in the de-coupling of the mechanism spring to the linkage assembly. This damage resulted in the reported events. An 0x14 occlusion alarm was generated by the pod. The exact cause of the occlusion alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; and the needle mechanism did not retract as intended. This indicates a needle mechanism failure. The pod was worn between 24 and 36 hours.